Manufacturer narrative:
The investigation determined that a customer obtained multiple, unexpected vitros tsh proficiency sample results while using the vitros eci immunodiagnostic system. Limited information is available at the time of this report. As a result, the investigation could not determine a definitive root cause. However, sample matrix or reagent could not be ruled out as potential contributing factors. There is no evidence that an instrument related issue contributed to the event. Investigation is ongoing. Limited information is available regarding the lot numbers that were involved in this event. As a result, all six mdrs related to the event will be filed with information related to lot number 4020.

Event description:
A customer obtained multiple, unexpected vitros tsh proficiency sample results while using the vitros eci immunodiagnostic system. Proficiency testing event 1: sample 1= <0.02 vs. An expected result= 0.007 mu/l; sample 2= <0.02 vs. An expected result= 0.008 mu/l. Sample 3= 14.10 vs. An expected result= 10.06 mu/l; sample 4= 7.65 vs. An expected result= 5.81 mu/l. Proficiency testing event 2: sample 1= 9.73 vs. An expected result= 7.29 mu/l; sample 2= 38.90 vs. An expected result= 27.8 mu/l. Proficiency testing event 3: sample 1= 15.9 vs. An expected result= 11.94 mu/l; sample 2= 18.40 vs. An expected result=12.71 mu/l. Sample 3= 23.60 vs. An expected result= 17.55 mu/l; sample 4= 48.90 vs. An expected result= 34.5 mu/l. Proficiency testing event 4: sample 1=9.47 vs. An expected result= 6.70 mu/l; sample 2= 9.89 vs. An expected result= 6.95 mu/l. Proficiency testing event 5: sample 1=9.61 vs. An expected result= 6.58mu/l; sample 2= 9.24 vs. An expected result= 6.61 mu/l. Proficiency testing event 6: sample 1= 22.0 vs. An expected result= 3.26 mu/l; sample 2= 6.86 vs. An expected result= 5.11 mu/l. Sample 3= 9.58 vs. An expected result= 6.93 mu/l; sample 4= 12.90 vs. An expected result= 8.82 mu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. This report is number four of six mdrs for this event. Six 3500a forms are being submitted for this event as six devices were involved. (B)(4).